Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, left asr implant. Update from (B)(6) spreadsheet 28th oct 2011: surgeon. Update received 18th september 2014. Hip side amended. Hip side: right, reason(s) for revision: unknown. Surgeon confirmation form received 22nd october 2014. Revision reasons and additional surgeon added. (B)(4) reference number added. Reason(s) for revision: component loosening (cup), pain, metallosis, bone erosion. Update received 3rd november 2014. Cup and head added to com. Correction added to com - correct product codes, lot numbers, manufacturing dates and expiry dates added.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Left, incorrect see below, asr implant. Update from (B)(6) spreadsheet 28th oct 2011: surgeon. Update received 18th september 2014. Hip side amended. Hip side: right. Reason(s) for revision: unknown. Surgeon confirmation form received 22nd october 2014. Revision reasons and additional surgeon added. (B)(6) reference number added. Reason(s) for revision: component loosening (cup), pain, metalosis, bone erosion.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Left, incorrect see below, asr implant. Update from (B)(6) spreadsheet 28th oct 2011: surgeon. Update received 18th september 2014. Hip side amended. Hip side: right. Reason(s) for revision: unknown. Surgeon confirmation form received 22nd october 2014. Revision reasons and additional surgeon added. (B)(6) reference number added. Reason(s) for revision: component loosening (cup), pain, metallosis, bone erosion. Update received 3rd november 2014. Cup and head added to com.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Left, incorrect see below, asr implant. Update from (B)(6) spreadsheet 28th oct 2011: surgeon. Update received 18th september 2014. Hip side amended. Hip side: right. Reason(s) for revision: unknown.

Event description:
The pt has had an asr revision. Specific details regarding the report are unk.